Event description:
Same case as MFR#2134265-2008-01429. It was reported that during a coronary drug eluting stenting treatment procedure, dissection, balloon withdrawal resistance, and surgery occurred. The patient presented with severe angina. The physician advanced the guidewire into the left anterior descending (lad) and across the stent strut s into the ongoing lad. A 2.00 x 9 mm maverick balloon was positioned in the lad and inflated to 6 atms for 30 seconds. It appeared to be fully expanded and in good opposition to the vessel wall. Additional dilatations were performed, all of which were just under one minute. The balloon was removed and a 2.50 x 8 mm taxus express2 stent was advanced but it would not pass through the stent into the ongoing lad. The stent was removed and a 2.50 x 9 mm maverick balloon was then passed into the lad and a repeat dilation was performed with the 2.5 x 8 mm balloon. This reduced the stenosis to approximately 40% but the patient did show some recoil to the point that the lesion was approximately 80-90% post-dilatation. The physician removed the wire to be sure that the lesion was not being affected by wire bias. The lesion appeared to be greater than 80%. The wire was subsequently passed back across the lesion. The 5 x 9 mm maverick balloon was passed into the lad. The wire was removed and a bmw wire was placed back through the balloon. The lad lesion was again dilated for just under one minute with the 2.5 x 9 mm balloon. Again, there was significant recoil. The 2.5 x 8 mm taxus stent was again attempted, but could not be passed though the stent in the lad into the ongoing lad. Another physician was able to place the 2.5 x 9 mm taxus stent through the previously existing stent and positioned the stent without difficulty in the lad over the area of disease. The stent was deployed at 17 atms for just under one minute. The balloon was removed and follow up angiography did demonstrate an area of concern distal to the previous stent. It was felt that there was an area of dissection versus spasm distal to the stent, and the physician placed a 2.5 x 15 mm maverick balloon over the area and inflated it to 10 atms for one minute and 19 seconds. The balloon was removed and the area still did not appear acceptable. A wiggle wire was advanced along the bmw wire, and then the bmw wire was removed. A 2.50 x 20 mm taxus express2 drug eluting stent was then advanced to the level of the lesion but could not pass the previously deployed stent. The 2.5 x 20 mm taxus stent was removed and a 2.5 x 12 mm maverick balloon was advanced and dilation was performed in the proximal lad at 12 atms for just under one minute. The balloon was removed and the 2.50 x 20 mm taxus stent was again advanced. It could not cross and was removed. A long iq wire was placed in the lad, and a 2.50 x 12 mm taxus express2 drug eluting stent was advanced over the wire but could not cross the lesion. A 2.5 x 12 mm maverick balloon was positioned in the lad and inflated at 12 atms. Additional dilatations were performed in the lad in the area previously stented. The balloon was removed and the 2.5 x 8 mm taxus stent was advanced and positioned in the lad at the area that had the appearance of dissection. The stent was deployed at 10 atms, but the balloon could not be removed from the stent. The balloon was inflated to 7 atms and still could not be removed from the stent. The iq wire was removed and another wire was attempted to be positioned between the retained balloon and the stent, but it could not be passed. The physician was finally able to remove the balloon intact, but this caused a dissection induced by the guide wire involving the left main. The patient was sent emergently to bypass surgery. The patient tolerated the procedure well and the patient condition is listed as fine. Medications used during the procedure included heparin and integrilin.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.